Manufacturer narrative:
As reported, once the polyethylene glycol (peg) of 6f/7f mynxgrip vascular closure device (vcd) was delivered (shuttled) down to the top of the artery, unable to bring the shuttle back up to handle (in rail alignment) in order to expose advancer tube. There was no reported patient injury. The physician had been using mynx for approximately 10 years. Multiple attempts were made without success to obtain additional information. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle, and the advancer tube was exposed on the catheter shaft, covering the balloon proximal tip. The procedural sheath was observed on the catheter and fully retracted. The syringe was connected to the device with the stopcock open. The sealant was not returned with the device. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. Per functional analysis, the shuttle was advanced and retracted to the black handle without issue. The advancer tube was retracted proximally and found properly engaged to the distal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history review of lot f2108502, revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ was not confirmed during analysis of the returned device, as functional analysis determined that the device performed as intended. The exact cause of the reported event could not be conclusively determined, it is unknown if the device was manipulated post-procedure. According to the instructions for use (IFU) which is not intended as a mitigation of risk; deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible. Neither the phr review nor the analysis of the returned device suggests that the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2108502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, once the polyethylene glycol (peg) of 6f/7f mynxgrip vascular closure device (vcd) was delivered (shuttled) down to the top of the artery, unable to bring the shuttle back up to handle (in rail alignment) in order to expose advancer tube. There was no reported patient injury. The physician had been using mynx for approximately 10 years. The device will be returned for evaluation.